Event description:
It was reported that the customer did not know how the touch screen became shattered and non-functional. Customer's blood glucose was 230 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.